Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 08-nov-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Shortly after undergoing the essure procedure, an hsg test (hysterosalpingogram) was performed and consumer was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including abdominal pain, chronic pelvic pain, and chronic back pain. She had never experienced any of these conditions prior to undergoing the essure procedure. Consumer subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. In (B)(6) 2014, consumer underwent surgery to remove her essure coils, at which time she learned that an essure coil had perforated her fallopian tube. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during a surgery to remove the essure coils, plaintiff learned that an essure coil had perforated her fallopian tube. Fallopian tube perforation is anticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of perforation was in unknown. However, considering the event's nature, causality with essure was considered related. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. Ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during a surgery to remove the essure coils, plaintiff learned that an essure coil had perforated her fallopian tube. Fallopian tube perforation is anticipated in the reference safety information for essure. In this particular case, the exact date and the mechanism of perforation was unknown. However, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.